Event description:
Caller reported that during the fill tubing step of the load sequence, they did not see drops of insulin at the end of the tubing. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin delivery.